Event description:
This male pt with an unk medical history was admitted for coronary intervention. Angiography revealed a lesion in the left main artery (lma), which extended into the left anterior descending artery (lad). Four cypher select plus stents were implanted in overlapping fashion from the lma and extending into the lad. The stent implanted in the most proximal position within the stented segment was identified. Add'l pt, vessel, lesion, and procedure details are not available. Approx nine months later the pt returned for repeat angiography. The indication for this procedure is not known (planned versus clinically driven). Angiography revealed a fracture with intent restenosis in the previously implanted stent in the lma/ proximal lad. The physician recommended either re-pci or coronary artery bypass grafting to treat the pt. The ultimate treatment and outcome are not available.

Manufacturer narrative:
Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.